Event description:
I have had three eye infections in the past 5 months. All infections were in my left eye. The first one prompted me to go see an eye doctor. He told me that I was overwearing my lenses -acuvue2- and that I should use steroid drops -neomycin- and not wear lenses for a week. He said that this may lead to an ulcer if I didn't take it seriously. The condition cleared up in one week after no lenses and use of drops. In may, a similar condition developed in the same eye. I used the same drops and took out my lenses for a week. Condition cleared up. Approx two months later, I developed another infection with the exact same symptoms in the same eye. I decided to go buy new solution. Afterwards, I came upon an article discussing amo complete moisture plus solution and it causing acanthamoeba keratitis. This is the solution I have been using for the last at least 5-6? Months. I am halfway through my second 12oz bottle of it. I will be seeing an optometrist immediately after finding out this information. As of now, I do not know how bad my condition is. Dose or amount: fill contact lens case. Frequency: daily. Route: ophthalmic. Dates of use: approx seven months 2006 -- 2007. Diagnosis: clean/disinfect contact lenses.